Event description:
It was reported that on (B)(6) 2014 the patient was diagnosed with a mild cellulitic response at the site of the implant. This was four days after the implant. It was noted that the patient had perioperative antibiotics administered. The patient was given cephazolin on induction and continued for 24 hours intravenously and then they were given oral augmentin for 5 days. It was stated that there was no organism cultured. The patient was treated for the infection from (B)(6) 2014. The patient was given fluclox intravenously and then vancomycin and moxifloxin orally. It was reported that the patient¿s device was returned for analysis. It was stated that there were no adverse clinical events and the patient had an excellent outcome. It was noted that the possible infection was not confirmed. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).